Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as raw, bloody and has a foul odor under the patch. The patient is currently on blood thinners and is a diabetic, as well as has cancer. There was no alleged device malfunction contributing to the wound. The patient's home health nurse applied a cream to the wound. Outcome of the wound is unknown.